Event description:
It was reported that, during a vats lobectomy procedure, the clip did not come out from about the 12th firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info was not provided by the affiliate. Conclusions: damaged cartridge cover. Evaluation summary: no conclusion could be reached based on the anaylysis results as to what may have caused the damage of the instrument. The instrument was returned partially fired, with the cartridge cover cracked, the floor out of position and the feed bar shriveled at clip feeding end, making the clips to shingle at the staging area, therefore, causing the instrument to be non-functional.